Manufacturer narrative:
The issue was found the week of (B)(6) 2020. One medfusion pump was received with the bottom case cracked. The event history log was reviewed and there was a plunger not in place alarm. The pump was set-up for a flow test and the reported issue was able to be duplicated. The pump would not detect the flippers. The q1 chip had broken off the plunger printed circuit board (pcb), the board was glued down, but was knocked loose. The plunger pcb was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump would not detect syringe placement. There was no patient/clinical injury.

Manufacturer narrative:
D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information h7, h9. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.